Event description:
It was reported that an unspecified baxter set would not flow. It was further reported that ten minutes into the infusion, the docetaxel infusion was not dripping into the chamber of the giving set and therefore fluid was not being pulled through. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon further investigation, it was determined that there is no allegation against the unspecified baxter set. Should additional relevant information become available, a supplemental report will be submitted.